Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was dissatisfied with vision 4 days after lens implantation. The surgeon explanted and replaced the lens with a different model lens. Incision enlarged and suture/s placed. Additional information has been requested but has not been received.

Manufacturer narrative:
The lens was returned to b+l for evaluation. Visual inspection found the lens is in two pieces. The optic has been cut or torn in half. One haptic is attached to each piece of the optic. Both haptics are bent. Further testing could not be performed due to the received condition of the lens. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.